Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. The infrarenal neck was 22-25mm in diameter and 28mm in length with 19.3 angulation. There was mild tortuosity in the limb. The patient had atherectomy and common femoral endarterectomy just prior to index stent graft procedure. It was reported that the patient presented in ER with leg pain and cold leg. It was also noted that the patient¿s leg pain started in mid-thigh and foot of the right leg 3 days prior. Thrombolysis was performed and flow was restored. Per the physician the limb occlusion was result of outflow issues in sfa and cfa and the limb looked fully dilated and properly sized. No additional clinical sequelae were reported and the patient is fine.